Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker was recently implanted. There were concerns of pseudo-pseudo fusion beats and loss of capture. Data analysis was performed and boston scientific technical services discussed programming options. The plan is to have the patient follow up in-clinic and if the event is still occurring, the device will be reprogram as needed. The patient had no symptoms. No adverse patient effects were reported. This device remains in service.